Event description:
The manufacturer received information alleging a power cord having an open condition. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a power cord allegedly having an open condition. The power cord was returned to the manufacturer for evaluation. During the evaluation of the power cord, an open condition was found within the power cord. The device's power cord was replaced to address the issue. Evaluation conclusion: the manufacturer only investigated the power cord.